Event description:
It was reported that the error codes are 44662 & 46876. The event occurred during testing, with no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was not duplicated. Only error code 46878 was found in the event history log. No action was taken as the error code could not be duplicated.